Event description:
Md was inserting multi-lumen central venous catheter-guide wire with catheter placed with no problem. As md pulled guide wire back some resistance was noted. As guide wire came out the distal end appeared to have fallen apart. Cxr was done immediately. Catheter was coiled with a question of a piece of wire still in the catheter.